Manufacturer narrative:
Motor error alarm during rewind due to motor encoder signal out of phase. Unable to perform self test, off no power test, error test, occlusion test, prime test, excessive no delivery test, displacement test due to motor error alarm. Pump passed idle current test and run current test. Unable to verify alarm due to motor error alarm. Pump received with minor scratched display window, cracked display window and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call motion sensor test failure alarm on the insulin pump. Customer¿s blood glucose level was 160 mg/dl. Troubleshooting for motion sensor test failure was performed. Customer was near an MRI machine while wearing the insulin pump and they were unable to complete the rewind process. Customer performed the displacement test and failed. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.